Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during keratoplasty procedure on the left eye, the ophthalmic suture needle attached to the suture was soft and could not penetrate the cornea. The surgery was completed on the same day using an alternative suture batch, and there was no patient harm.